Event description:
It was reported that the patient sought treatment with doctor in (B)(6) 2007 for sharp and aching back pain and difficulty sleeping. The doctor recommended immediate surgery to alleviate pain and discomfort. On (B)(6) 2007, the doctor performed surgery on the patient to replace discs in his back, during which rhbmp-2/acs was used. Immediately following surgery, the patient began suffering from excruciating back pain and lost almost all flexibility in his back. The patient followed up with his pediatrician and continued with physical therapy to attempt to help with the pain and discomfort. The patient continues to suffer from extreme pain in his back and neck. He has excruciating headaches all the time. The patient has difficulty sleeping due to the constant pain following surgery.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer therefore cause of the event cannot be determined.